Event description:
Related manufacturer report number: 2017865-2021-39997. It was reported that the patient received an upgrade from a single chamber implantable cardioverter defibrillator (ICD) to a biventricular ICD with atrioventricular node ablation. It was noted that the chronic right ventricular (rv) lead showed erratic impedance measurements prior to the procedure and high voltage lead impedance (hvli) measurements were lower than the normal range. Other measurements were stable. The possibility of rv lead damage or a loose device set screw was discussed. After the physician removed the ablation catheters, all impedance levels normalized. The physician elected to end the procedure and monitor closely. At post operative interrogation, all hvli measurements were normal and all parameters were stable. The patient was stable throughout.